Event description:
The over-temperature alarm sounded. Biomed noted that the bearing retainer was loose on the back of the pump motor. There have been several incidents in the last 4 months. The warmers were purchased new in the fall of 1993.